Manufacturer narrative:
This product is not marketed in the us. One similar complaint type event was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a vticmo 12.6 -9.50/+1.50/102, serial (B)(4), implantable collamer lens was implanted into the patients left eye (os). It was reported that the patient chart label provided inside the packaging box show discrepant lens information as to vticmo 12.6 -9.50/+1.50/100, serial # (B)(4). The reporter states "the doctor found the lens power to be similar to what he ordered, so he implanted accordingly". The lens remains implanted and it was reported that there is no negative feedback or complaints about the patient's condition.